Manufacturer narrative:
Results: smiths medical asd, inc. Evaluation for this issue revealed: a corrective action was assigned to address the root cause of the issue. The root cause was related to the in-house mixture of two silicones, which is used to spray the inside of the syringe barrel allowing for ease of movement of the syringe plunger inside of the syringe barrel. Although the syringes met all specification, the perception by our customers was that the syringe did not have a comparable breakaway force to the syringes they had used previously. The action that was taken was to go back to providing a pre-assembled syringe directly from our supplier. Since the time of this action, there have been no reports on any of the lots produced.

Event description:
User alleges the syringe plunger sticking. No treatment due to this issue.